Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative on behalf of a patient. It was reported that the patient was experiencing heating sensation at their battery site. No known external factors led or contributed to the issue. The manufacturing representative instructed the patient to follow up with their healthcare provider. No other actions/interventions have occurred at this time. It was recommended that the patient turn off their stimulator to see if the problem persists while being off. The issue remains unresolved at this time. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient showed up to their appointment and their battery was overdischarged. The patient reported that they had not used to charged their ins since their original complaint of a heating sensation. The ins was trickle charged successfully and all impedances were found to be normal. No further complications are anticipated.